Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The pro care technician reported that the device had run on while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The pro care technician reported that the device had run on while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The pro care technician reported that the device had run on while it was being serviced at the user facility. There were no adverse consequences related to this event.